Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficulty grasping the leaflets (difficult or delayed positioning) and slda appear to be due to patient conditions (calcification). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. The valve was calcified throughout. A ntw (lot: 31108r1033) was chosen for implantation. After two grasping attempts centro-medially due to difficulty with calcification, the clip was deployed successfully. An additional xtw was then to be implanted to reduced residual mr. When the xtw was advanced into the ventricle, the ntw was observed to have detached from the anterior leaflet and mr rose to grade 3-4. The xtw was then implanted and the procedure ended with mr reduced to grade 3. There were no adverse patient effects and no clinically significant delay in the procedure.